Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to death or serious injury.

Event description:
The reporter stated that high lead impedance was observed in the operating room after connecting a known good generator to the existing implanted lead system. The lead was removed due to the high impedance and the patient had a new lead implanted. The high lead impedance issue resolved with the new lead. The cause of the lead problem is likely due to reported patient trauma where a large object had fallen on the patient. The patient also reported not sensing normal device stimulation following the reported trauma. The explanted portion of the lead was returned to cyberonics for product analysis. The reported high impedance was not duplicated in the lead portion that was returned. The electrode array portion was not returned for analysis. There were no findings or anomalies noted on the returned portion of the lead.